Manufacturer narrative:
Lot number: 1000222. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter length pump exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing, and exhaust tubing of each cylinder. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer length pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, an unspecified prosthesis failure / malfunction occurred. The device was removed/replaced.

Manufacturer narrative:
Lot number: 1000222. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter length pump exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing, and exhaust tubing of each cylinder. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer length pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, an unspecified prosthesis failure / malfunction occurred. The device was removed/replaced.